Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed both anode and cathode coils are fractured approximately 20.5 cm from terminal pin. Detailed analysis of the fracture site determined the conductor coils were fractured due to cyclic fatigue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead was removed from service due to loss of capture. No additional adverse patient effects were reported.